Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (520 mg/dl). Customer delivered correction boluses and then changed out the infusion set. A bolus via syringe was also administered. At time of the report, bg was 346 mg/dl. As pump supplies were changed, tandem technical support could not confirm cause of elevated bg.